Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device had noise that was reproducible with the patient moving their arms. It was also reported that the device had undersensing. The device is still in use. No patient complications have been reported as a result of this event.